Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he felt that the insulin pump was not delivering insulin. The customer reported that the insulin pump did not alarm no delivery. The customer's blood glucose was 360 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer's blood glucose was 109 mg/dl at the end of call. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer was sent a tubing clamp. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.